Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were 160 boluses listed in the pump history file on the event date 14-mar-2023, please see below for the first 10 boluses (primary svn: (B)(6). On (B)(6) 2023 00:06:04.000 normal bolus delivered (220). System time = on (B)(6) 2023 00:06:04.000. Normal bolus amount programmed: 250 (0.025 u). Bolus amount delivered: 250 (0.025 u). On (B)(6) 2023 00:07:39.000 normal bolus delivered (220). Bolus programming method: cl1 food bolus (7). Normal bolus amount programmed: 3000 (0.3 u). Bolus amount delivered: 3000 (0.3 u). On (B)(6) 2023 00:16:05.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u). Bolus amount delivered: 250 (0.025 u). On (B)(6) 2023 00:21:06.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u). Bolus amount delivered: 250 (0.025 u). On (B)(6) 2023 00:31:03.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u). Bolus amount delivered: 250 (0.025 u). On (B)(6) 2023 00:41:05.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u). Bolus amount delivered: 250 (0.025 u). On (B)(6) 2023 00:51:05.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u). Bolus amount delivered: 250 (0.025 u). On (B)(6) 2023 00:56:05.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u). Bolus amount delivered: 250 (0.025 u). On (B)(6) 2023 01:06:05.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u). Bolus amount delivered: 250 (0.025 u). On (B)(6) 2023 01:16:06.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u). Bolus amount delivered: 250 (0.025 u). Please see below for the daily total of all insulin delivered on the event date 14-mar-2023 (primary svn: (B)(6). On (B)(6) 2023 00:00:00.000 daily totals g670 (63). Daily total collection start time: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 176750 (17.675 u). Daily total of basal insulin delivered: 137750 (13.775 u). Daily total of bolus insulin delivered: 39000 (3.9 u). There were no auto suspend (12) alarm noted in the pump history file. Please see below for the user suspend alarm listed on the event date 14-mar-2023 in the pump history file (primary svn: (B)(6). On (B)(6) 2023 21:47:56.000 insulin delivery stopped (30). Reason for insulin delivery suspension: user suspended (2). On (B)(6) 2023 22:39:59.000 insulin delivery stopped (30). Reason for insulin delivery suspension: user suspended (2). Please see below for the pump errors/alarms noted 1 week prior to the event date 14-mar-2023 in the pump history file (primary svn: (B)(6). On (B)(6) 2023 20:46:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 01:26:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 10:11:00.000 alarm alert notification (40). Fault number: low battery alert (104). On (B)(6) 2023 10:14:38.000 battery removed (55). On (B)(6) 2023 10:14:38.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 10:14:59.000 battery inserted (44). On (B)(6) 2023 10:14:59.000 alarm alert notification (40). Fault number: failed batt test (58). On (B)(6) 2023 10:15:16.000 battery removed (55). On (B)(6) 2023 10:15:16.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 10:15:29.000 battery inserted (44). On (B)(6) 2023 10:15:29.000 alarm alert notification (40). Fault number: failed batt test (58). On (B)(6) 2023 10:17:33.000 battery removed (55). On (B)(6) 2023 10:17:33.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 10:17:46.000 battery inserted (44). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 5:52:56 am. There was no power data available for the event date of 03/13/2023. Unable to check power data for low battery alert, and failed batt/battery failed alarm. However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The test battery was removed and reinserted with no failed battery test alarm noted. Lost sensor 1 alert (780) not confirmed. Low battery alert (104) not confirmed. Failed batt test (58) not confirmed. There were 59 boluses listed in the event date 08-may-2023 in the pump history file (svn: (B)(6). Please see the below the first 10 boluses listed. On (B)(6) 2023 00:04:05.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 2750 (0.275 u). Bolus amount delivered: 2750 (0.275 u). On (B)(6) 2023 00:09:03.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 2500 (0.25 u). Bolus amount delivered: 2500 (0.25 u). On (B)(6) 2023 00:14:05.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 2750 (0.275 u). Bolus amount delivered: 2750 (0.275 u). On (B)(6) 2023 00:18:52.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 2500 (0.25 u). Bolus amount delivered: 0 (0 u). On (B)(6) 2023 00:25:14.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 52000 (5.2 u). Bolus amount delivered: 52000 (5.2 u). On (B)(6) 2023 04:38:45.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 45000 (4.5 u). Bolus amount delivered: 45000 (4.5 u). On (B)(6) 2023 07:15:04.000 normal bolus delivered (220). Bolus programming method: cl1 bg correction (6). Normal bolus amount programmed: 11000 (1.1 u). Bolus amount delivered: 11000 (1.1 u). On (B)(6) 2023 07:18:57.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 750 (0.075 u). Bolus amount delivered: 750 (0.075 u). On (B)(6) 2023 12:08:30.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 39000 (3.9 u). Bolus amount delivered: 39000 (3.9 u). On (B)(6) 2023 14:53:04.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 59000 (5.9 u). Bolus amount delivered: 59000 (5.9 u). Please see below for the daily total of all insulin delivered on the event date 08-may-2023 (svn: (B)(6). On (B)(6) 2023 00:00:00.000 daily totals g670 (63). Daily total collection start time: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 529750 (52.975 u). Daily total of basal insulin delivered: 213750 (21.375 u). Daily total of bolus insulin delivered: 316000 (31.6 u). There were no auto suspend alarm noted in the pump history file. Please see below for the user suspended alarm listed on the event date 08-may-2023 in the pump history file (svn: (B)(6). On (B)(6) 2023 07:41:08.000 insulin delivery stopped (30). Reason for insulin delivery suspension: user suspended (2). On (B)(6) 2023 20:12:48.000 insulin delivery stopped (30). Reason for insulin delivery suspension: user suspended (2). There were no unexpected pump errors/alarms noted 1 week prior to the event date 08-may-2023 in the pump history file (svn: (B)(6). There were 136 boluses listed on the event date 14-apr-2023 in the pump history file (svn: (B)(6). Please see below for the first 10 boluses. On (B)(6) 2023 02:32:03.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 25000 (2.5 u). Bolus amount delivered: 25000 (2.5 u). On (B)(6) 2023 02:50:51.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 750 (0.075 u). Bolus amount delivered: 750 (0.075 u). On (B)(6) 2023 02:55:53.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1500 (0.15 u). Bolus amount delivered: 1500 (0.15 u). On (B)(6) 2023 03:00:51.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). On (B)(6) 2023 03:05:55.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). On (B)(6) 2023 03:10:53.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 750 (0.075 u). Bolus amount delivered: 750 (0.075 u). On (B)(6) 2023 04:15:49.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u). Bolus amount delivered: 500 (0.05 u). On (B)(6) 2023 04:20:53.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). On (B)(6) 2023 04:25:53.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). On (B)(6) 2023 04:30:55.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1750 (0.175 u). Bolus amount delivered: 1750 (0.175 u). On (B)(6) 2023 00:00:00.000 daily totals g670 (63). Daily total collection start time: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 340000 (34 u). Daily total of basal insulin delivered: 216000 (21.6 u). Daily total of bolus insulin delivered: 124000 (12.4 u). There were no auto suspend alarm noted in the pump history file. Please see below for the user suspended alarm listed on the event date 14-apr-2023 in the pump history file (svn: (B)(6). On (B)(6) 2023 13:49:13.000 insulin delivery stopped (30). Reason for insulin delivery suspension: user suspended (2). On (B)(6) 2023 20:42:31.000 insulin delivery stopped (30). Reason for insulin delivery suspension: user suspended (2). Please see below for the pump errors/alarms noted 1 week prior to the event date 14-apr-2023 in the pump history file (svn: (B)(6). On (B)(6) 2023 11:54:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 12:11:00.000 alarm alert notification (40). Fault number: lost sensor 2 alert (781). On (B)(6) 2023 05:04:00.000 alarm alert notification (40). Fault number: low battery alert (104). On (B)(6) 2023 08:28:09.000 battery removed (55). On (B)(6) 2023 08:28:09.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 08:28:20.000 battery inserted (44). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 5:52:56 am. There was no power data available for the date on (B)(6) 2023. Unable to check power data for low battery alert. However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Lost sensor 1 alert (780) not confirmed. Low battery alert (104) not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs/dka. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia. Troubleshooting was performed and found that the customer has treated the low blood glucose event with food and emergency medical service. It was found that the customer was using the pump within 48 hours of the reported event and the auto-mode feature was active.  No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.